Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a difficult to depress open button. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with an open button that is difficult to depress was confirmed and duplicated during product evaluation. The root cause was assigned to a faulty pump head module keypad. The pump head module keypad was replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required.